Manufacturer narrative:
Product analysis: the product was discarded by the customer, therefore no product analysis can be performed.   Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Without return of the product, no definitive conclusions could be drawn regarding the other clinical observations. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated complete heart block (chb). Subsequently, a permanent pacemaker was implanted. One week later, the patient presented with vague chest pain and confusion. A dissection that extended from the aortic root to the innominate artery, aortic dilation, paravalvular leak (pvl), hypotension and a possible clot in the pericardial cavity were also noted. A surgical repair was performed and the valve was replaced with a non-medtronic device. It was suspected that the stent posts near the sino-tubular junction had caused the entry flap of the dissection. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic image review was conducted for this case. A total of 12 images were provided, with two of the 12 images showing details related to the reported event. Cine#3 showed a pre dilatation bav being performed, in which during the inflation of the balloon, a bolus of blood ejected the balloon out of the annulus and the balloon made aggressive contact with the aortic intima just above the sinotubular junction where the dissection reportedly occurred. Cine# 10 showed the post deployment image of the evolut valve in the annulus extending into the ascending aorta. The cine showed how tilted the deployed valve was in the patient anatomy. The amount of tilt puts the outflow strut portion of the evolut valve protruding towards the aortic wall and not bending away from the wall as designed. Unfortunately, the angiographic cines do not show the actual dissection taking place of the aortic root to the innominate artery. The two cines reviewed in this investigation, suggest potentially that the dissection may have been caused by either the jumping of the pre dilatation bav into the aortic wall, and the second potential cause is the tilted placement of the evolut valve in the ascending aorta. If information is provided in the future, a supplemental report will be issued.